Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while closing the cuff during laparoscopic hysterectomy, the part of the needle broke off and fell into the patient's cavity. The surgeon had to find it with x-ray then had to remove it from the tissue. Another device was used to complete the case. This resulted to extended surgical time of more than 30 minutes.